Manufacturer narrative:
The device(s) were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia cassettes had missing caps on the lines. This was observed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.